Event description:
It was reported that during the procedure, after the stent was deployed, the guide wire tip was noted to have unraveled after the diffictuly upon removal. The guide wire tip was unable to be snared and the pt was sent for emergency surgery. The guide wire was successfully removed from the pt's anatomy. No additional info was available.